Event description:
It was reported that, this right ventricular (rv) lead was successfully explanted and replaced due to oversensing. This rv lead will not be returned for analysis. No additional adverse patient effects were reported.